Event description:
It was reported that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos). A healthcare professional (hcp) inquired about potential reprogramming options. Multiple options were presented and via follow-up with the clinic/hcp it was verified the patients rv lead sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.